Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels range (above 300- 400 mg/dl) the customer delivered boluses to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. It was indicated that the customer is in contact with the healthcare provider to discuss factors that may affect bg level.